Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was set to infuse 97 ml over 46 hours (rate of 2.1 ml/hr) the pump was connected to patient and started, and patient was sent home. When patient returned to have pump removed, over half of the bag remained but the pump was beeping that the infusion had finished. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No event history log provided. No previous repair was noted for the last 12 months. A complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.